Event description:
It was reported that the unintended guidewire movement occurred. The 75% stenosed target lesion was located in the moderately tortuous and severly calcified mid left anterior descending artery. A 1.50mm rotalink plus was selected for use. During ablation at a speed of 180,000 rpm, it was noted that the guidewire moved backward. In an attempt to treat the same area again, the guidewire was inserted and rotated; however the wire moved backward again. The system was removed from the patient. The device was inspected and a slight kink was observed at the boundary with the impermeable coil. The procedure was completed with the use of a same burr and a new wire. No patient complications were reported.